Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure on (B)(6) 2019. The following day, the right atrial lead became dislodged and right atrial lead sensing had worsened overnight. However, right atrial lead impedance remained unchanged. The right atrial lead was revised and put into a more stable location on (B)(6) 2019. The patient was checked the day after the revision procedure and all measurements had improved. The patient was stable post procedure.